Manufacturer narrative:
To date the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; to avoid lateral loading while inserting the all-suture anchor. When removing trushot from pilot hole, pull device straight out. Do not rotate or oscillate device about its axis or breakage of inserter tip and/or anchor may result. Inspect instruments after use to ensure they have not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported y18tn, suture anchor, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported the y18tn, trushot with y-knot anchors, tip of the drill bit broke off in the bone during surgery they did not notice the drill had broken until after the anchor had been inserted. Case was not delayed, and no injury was caused. Additional attempts have been made to gather more information regarding the device and to clarify if the tip is still in the bone or removed. No information has been provided to date. If additional information is obtained, this report will be re-assessed based on the limited information provided this report is raised as a patient injury due to the drill tip breaking off into the bone.